Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Smoking issue was due to a vacuum pump hose was touching brass fitting in the vacuum pump; which makes tube to burn due to heat over brass fitting when the vacuum pump running UDI number: (B)(4). Product has been reviewed by zimmer biomet service technician due to an etq issue this MDR will be submitted as an initial/ final. The device history record (DHR) review for intellicart system serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have not been previously repaired by zimmer biomet surgical. The complaint history review was performed using view 09-23 from the etq reliance system notification date between 02 july 2017 and 8 august 2018: there were 01 complaints that contained part number: 00514010100, lot# 0025730 and complaint description with the keyword: ¿smoke¿. The keyword of ¿smoke¿ was chosen as a filter based upon the reported failure of ¿the cart had smoke coming out of it and shut down.¿ there were 05 complaints that contained part number: 00514010100, complaint description with the keyword: ¿smoke¿. The keyword of ¿smoke¿ was chosen as a filter based upon the reported failure of ¿the cart had smoke coming out of it and shut down.¿ the highest occurrences for the given manufacture date was 01 complaint. There were 01 complaints that contained part number: 00514010100, lot# 0025730 and complaint description with the keyword: ¿shut down¿. The keyword of ¿shut down¿ was chosen as a filter based upon the reported failure of ¿the cart had smoke coming out of it and shut down.¿ there were 02 complaints that contained part number: 00514010100, complaint description with the keyword: ¿shut down¿. The keyword of ¿shut down¿ was chosen as a filter based upon the reported failure of ¿the cart had smoke coming out of it and shut down.¿ the highest occurrences for the given manufacture date was 01 complaint. On (B)(6) 2018, it was reported by (B)(6) that the unit was shutting down and smoke was coming out the unit. (B)(4) was contacted about the issue and service technician was dispatched to the site. On 03 july 2018, the technician found that the user hasn¿t turn on the unit with toggle switch (on/off) present on the back and also found that the vacuum pump tubing was touching the brass and also had slight burning in the tubing; which would have caused the smoking issues. He zip-tied the vacuum pump hose further from vacuum pump and instructed the user about the toggle switch at the back of the unit. He then verified that the unit was functioning as intended and return the unit to service. The device was tested, inspected, and repaired. Service work order (B)(4) on 02 july 2018. Based on the information, the root cause of the smoking issue was due to a vacuum pump hose was touching brass fitting in the vacuum pump; which makes tube to burn due to heat over brass fitting when the vacuum pump running. The smoke issue was confirmed during inspection of the device and the device was noted to be functioning as intended after the zip tied vacuum pump hose further from the vacuum pump. Also, the root cause of the shutting down issue was due to user didn¿t power the cart with toggled switch at the back of the unit. The instructions for use for the intellicart system states on page 08 that connect power cord to a wall outlet, and verify that it is also plugged into the cart. Turn on the power switch located on the back side of the cart. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device evaluated by external contractor.

Event description:
It was reported that cart had smoke coming out of it and shut down. The event timing was post- surgery. Based on tech feedback, the issue could not be replicated, nor where there any error codes. He did discover there was a hose touching the vacuum pump which may have caused some smoking if the pump had gotten too hot. He was able to secure the hose away from pump. As for the unit shut down comment, it was really an issue of not powering up, as the account was not aware of the on/off switch. Tech educated staff on the location of on/off switch. No adverse events were reported as a result of this malfunction.